Event description:
Through the article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases," it was reported a patient was injected with 2mls of juvéderm® voluma¿ with lidocaine (0.4 ml bilateral temple and 0.6 ml bilateral zygoma). Patient would later have an unspecified dental procedure then developed edema and pain in the temples and masseter 8 days after the injection. The healthcare professional believes the dental procedure "triggered" the events. Microbiology analysis noted sterile abscess. Laboratory blood tests, including white blood cell count and inflammatory function tests (crp and esr) performed showing an inflammatory condition. Patient was taking 2 different unspecified oral antibiotics and an oral corticosteroid for treatment. Patient had 2 ultrasound drainages. Patient ultimately treated with 3 ultrasound guided treatment known as munhoz- cavallieri lavage protocol. It was noted these events ultimately later resolved on an unknown date, however patient had an event of "difficulty in opening mouth" which improved after physiotherapy. This is the same literature article reported under MDR ID# 3005113652-2023-00017 (allergan complaint # (B)(4), MDR ID# 9617229-2022-04684 (allergan complaint # pr 2536545), MDR ID# 3005113652-2023-00019 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00020 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00022 (allergan complaint # (B)(4). This MDR is being submitted for patient 7.

Manufacturer narrative:
(B)(4). Article citation: munhoz, g., cavallieri, f. A., et al. "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment - a series of eight cases." Journal of cosmetic dermatology, 31may2022, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.